Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. Stm ran several safety leak tests. Iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that prior to use on a patient it was discovered that the cs300 intra-aortic balloon pump (iabp) down with safety leak test failure. No patient involvement reported. No adverse event reported.